Event description:
Pt developed raised red marks where the blanket tape attached to the pt skin. Reportedly occurred to a lesser extent on three other pts as well.

Manufacturer narrative:
Evaluation: method: actual device used not available. Results: records of the same lot were evaluated and no issues were identified.